Event description:
Reporter had saline filled breast implants placed in 2000. The left implant began to leak within a few weeks and it took weeks to convince provider that implant leaking. Left breast implant removed and replaced in 2001. One and half months later, reporter noted leaking which provider denied. In 8/2001, left breast 1/3 the size down and still receding. Additionally, 2 months post implant reporter found 2 lumps in left breast (self exam) which enlarged over time. Mammogram in 11/2001 showed 3 masses and biopsy of 2 were benign. The third mass was not reachable. Reporter states that they still can't get them (provider) to acknowledge the implant is leaking. Nor remove the tumors because would cause holes in breast requiring reconstructive surgery. Reporter seen in ER 2 months ago for sharp pain in left breast. Told multiple tumors are growing on/into nerves. Also c/o losing strength in left arm. Reporter has not been able to work, lost insurance, had nervous breakdown and is unable to access health care or obtain any assistance with this matter. Reporter indicates that following the replacement of the first implant, they received a letter from mcghan acknowleging the implant was defective and they received a partial refund ($1200.00).